Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device in the past 12 months. Review of the event history log found no related issues. The customer initial issue was confirmed through the air detector test that found a defective air detector. The air detector was replaced to fix the issue. The device thereafter passed all tests after the repairs.

Event description:
The customer returned the product for air tubulure and preventive maintenance alarm, during device evaluation, a defective air detector was found. There was no patient involvement.